Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the keypad buttons were intermittently responding to user inputs, there was moisture inside the pump and the battery compartment was cracked. This complaint is being submitted due to the unresponsive keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The pump had been exposed to water. There was no adverse event associated with this complaint.